Event description:
It was reported to boston scientific corporation that an pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physicians' office on (B)(4) 2013, stated that the patient has not followed up with the doctor with any complaints or complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.